Event description:
Gauze packages opened during or set up. The inside of the packages were yellow. They normally are white. Several packages were opened before finding the inside white, as is the usual case. It is not known if the color change effected sterility.